Event description:
The initial reporter stated that the pump under infusing. They stated that the pump would show that it had delivered the full dose of 222 ml, but that the actual amount delivered was about 100 ml. They did also state that they were not measuring the formula before adding it to the bag. Mmdg followed up with the initial reporter, who stated that there was no harm to the patient. Complaint-(B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.